Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient lifted a five gallon jug an acute increase was noted in thresholds and impedance on the right atrial (ra) lead, resulting in high thresholds and high impedance. Oversensing and intermittent noise were also noted on the ra lead and a lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.